Event description:
In 2006, a boston scientific (bsc) technical support engineer received a phone call from a hospital ep staff member requesting a field engineer be sent to their facility to check their ep generator. This person reported, "the event occurred yesterday when they began ablating and during the burn, there was noise on all channels. The patient went into ventricular fibrillation (vf). She was not certain if there was an electrical short". In a follow-up interview 3 days later with one of the attending ep physicians, it was reported that "noise had been observed, they came off power and saw the patient in vf". The patient was then given a shock to restore rhythm. The physician had determined the vf was coincident to application of rf energy, which had been supplied for approximately 10 seconds while ablating in the cs os at low power. The procedure was subsequently aborted. The patient's condition was reported as "fine" and discharged the day following the procedure.

Manufacturer narrative:
The investigation to date has determined the following: complaint history review has determined there were no previous similar complaints form this customer; there were no similar complaints for this device. Complaint device m004800xptr0 was received by the manufacturer on 12/06/2006. The device will be evaluated for conformance to performance and safety specification, the results included in the complaint record and in a follow-up (supplemental) report if determined to be the cause. Based on informational interviewing it has been established that the conditions that could lead to an unintended, rf induced arrhythmia were present during the procedure. These conditions have previously been described in boston scientific technical paper, control number 90245138, "dc voltage generation across diagnostic electrodes through interactions between ep recording systems, pacing stimulators, and rf generators." This information was mailed to all boston scientific electrophysiology customers on august 9, 2006. The finding in the technical paper was that the likely root cause was not related to a specific rf generator, but rather the pacing stimulator converting rf to potential dc voltage which may then be delivered to the patient through the ep recording system. Boston scientific has reviewed (2) two patient safety notices distributed by fischer imaging company, manufacturer of bloom stimulator models dtu-2xx which appear to confirm the boston scientific study. Boston scientific notified fischer imaging compliance of this adverse event on october 19, 2006. Fischer scientific affirmed they had initiated their own investigation. Boston scientific was advised by the FDA on november 13, 2006 that they were still obligated to file an MDR as the generator contributed to the event.